Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the forceps were not available for an evaluation.). The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported event, it appears that the bipolar forceps may have been placed on the patient's forearm and it activated do to the presence of the water (i.e., the conductivity of the water completed the circuit causing inadvertent activation of the instrument.). A warning in the esu's user manual and the bipolar forceps note on use explicitly warns against placing instruments on a patient. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a procedure to remove foreign bodies (including metal) from an infected index finger. The esu was used with an erbe bipolar forceps (part number: 20195-020, lot number: information not provided). In addition, the unit's autostart feature was "on". Copious amounts of water were used to irrigate/wash out the wound during the surgery. After the procedure, a 2nd degree, 1.5 cm2 circular burn was discovered on the patient's forearm. No further information was provided in regards to additional treatment of the patient. To address the issue, antibiotics were administered to the patient and a wound dressing was applied to the burn. The esu was distributed to a hospital in (B)(6).